Manufacturer narrative:
H4: 09/01/2016 to 09/16/2016. No similar claims were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Result code: visual inspection of the returned product found the lens cut in two pieces, the optic and haptic torn and piece of the haptic missing. Lens was returned in minimal amount of liquid. The nanopoint injector system was returned with no visible damage to device. There was dry clear residue on the device and a pieced lens stuck in the cartridge. Conclusion code: - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim #(B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer single piece lens, +17.5 diopter, and noted, under the microscope, the lens was damaged. The lens touched the patient's eye and was not inserted. There was no patient injury. The backup lens was implanted with no problem.